Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop cancer. The patient required surgery in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop cancer. The patient required surgery in response to the reported event. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of unknown contamination on the iso port and blower housing, keratin-like contamination on the blower box air inlet at the filter area and blower box outlet and on the inside of the rear panel, dust like contamination on the blower outlet seal, and also evidence of liquid ingress was present in the blower box and on the blower housing. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event logs were downloaded and reviewed. The manufacturer found no error logged. The manufacturer concludes there was evidence of contamination, dust contamination, and liquid ingress. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. After further review, the manufacturer confirmed that the previously submitted report was incorrectly filed as adverse event which should have been filed as product problem only, and there was no report of serious or permanent patient harm or injury.

Manufacturer narrative:
In the previous report, sections b1 marked as product problem, b2 and h1 was mentioned as blank. After review, it was determined that these options were incorrectly selected in sections b1, b2 and h1, as customer reported cancer. Sections b1, b2, h1, and h6 (health effect - impact code, health effect clinical code) are corrected in this report to reflect the serious injury. In previous report h10 was incorrectly report, correct h10 should be: the manufacturer was previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop cancer. The patient required surgery in response to the reported event. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of unknown contamination on the iso port and blower housing, keratin-like contamination on the blower box air inlet at the filter area and blower box outlet and on the inside of the rear panel, dust like contamination on the blower outlet seal, and also evidence of liquid ingress was present in the blower box and on the blower housing. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event logs were downloaded and reviewed. The manufacturer found no error logged. The manufacturer concludes there was evidence of contamination, dust contamination, and liquid ingress. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown.